Event description:
It was reported to philips that the footswitch would not make x-ray. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the user had to use hand switch to complete the procedure. The philips field service engineer (fse) inspected the system onsite and confirmed that the wired footswitch did not work during procedure. Upon functional testing, the fse reviewed the error logs, found no exposure command when pressed the exposure button on the wired footswitch and confirmed that the wired footswitch was defective. To resolve the issue, the fse guided the customer to replace the wired footswitch. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. The 510k, catalog item identifier, serial number, manufacture date, reporting institution name and the reporting address line 1 have been updated.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the user had to use hand switch to complete the procedure. The philips field service engineer (fse) inspected the system onsite and confirmed that the wired footswitch did not work during procedure. Upon functional testing, the fse reviewed the error logs, found no exposure command when pressed the exposure button on the wired footswitch and confirmed that the wired footswitch was defective. To resolve the issue, the fse guided the customer to replace the wired footswitch. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.